Manufacturer narrative:
The previous calibration and qc tests had acceptable results. The field service engineer performed an ise check which did not have acceptable results. In addition, they found the cuvette fill was overflowing the cell. The electrodes were taken out and cleaned and the flow was adjusted to the proper fill. The qc and calibrations tests were performed with acceptable results. No further issues were reported after the service visit. (B)(6).

Event description:
The initial reporter received questionable sodium and creatinine for 7 patients, from the cobas 6000 c (501) module. See attachment (B)(6) for results. The questionable results were reported outside the laboratory. The creatinine reagent lot number was 422841 with an expiration date of 31-may-2020. The sodium electrode lot number and expiration date were asked for but not provided.